Event description:
Reportable based on analysis completed on 26sep2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 14x2.5mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). Predilation was performed with an unspecified balloon catheter. A 16 x 2.50mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is combination product. (B)(4). A visual examination of the crimped stent found that the crimped stent had moved distally on the balloon and the distal portion of the stent was damaged and stretched out over the tip of the device. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during withdrawal attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).